Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to customer¿s blood glucose level. Customer declined troubleshooting and no follow-up was required.